Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ failed the self-test. Calibration overdue. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service specialist and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device fails the self-test. Based on the results of the analysis, the product malfunction was unable to be confirmed. As a precautionary measure, the customer was advised to contact philips authorized dealer to resolve the issue. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. H3 other text : remote support provided.